Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# j0110861v, implanted: (B)(6) 2001, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the patient had been shaking a lot in the last couple of months and it was hard for her to eat as a result. She mentioned that she fell a couple of times before the shaking started. She could not find her programmer to allow her to check her implant. Follow-up from the patient reported that a ¿dbs¿ was given to her. The shaking did not resolve and she had an ¿instrument,¿ but did not know how it worked. Refer to manufacturing report #3004209178-2015-13072 as the patient has two inss and it was not specified which one was affected.